Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, "liquid blade between prosthesis¿.

Event description:
Patient reported right capsular contracture baker grade unknown, "liquid blade between prosthesis", deformity, and confirmed folds, cysts, wrinkling, and nodules. Device remains implanted.